Event description:
It was reported to philips that the system gave a remote alert indicating the collimator's shutter was failed, which can impact x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.